Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The patient stated that he had been experiencing fluttering in his chest. Upon performing an atrial capture test a loss of capture was noted the patient experienced a pacemaker mediated tachycardia (pmt). The patient confirmed the fluttering sensation occurred during the pmt. The device was reprogrammed and no further pmts were observed. The patient would continue to be monitored.